Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and tested the monitor. The fse confirmed there was a speaker malfunction error message, and the speaker was not producing sound. The fse found that the main board was malfunctioning. The fse replaced the main board and tested the device; the device passed testing. Based on the information available and the testing conducted, the cause of the reported problem was a defective main board. The reported problem was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mx750 patient monitor indicating that monitor showed a speaker malfunction; the speaker was not producing sound. The device was not in clinical use at the time the issue was discovered. No adverse event or harm was reported.